Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been having headaches ever since having a catheter revision for their valve. The doctor was aware of the issue and had been trying to adjust the settings.